Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 6430530, 510k #: k143375, UDI#: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar anterior and posterior interbody fusion at l5-s1 and oblique lateral interbody fusion at l3/4 ,l4/5 due to spinal canal stenosis. Intra-op, stripping was happened when set screw was inserted in the screw of at s1. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.